Event description:
Patient called to report bilateral "sore to touch", left side "deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified one curved opening. A microscopic analysis and leak test were performed which identified one opening striated and void >1 mm in non-textured, valve-to shell-bond area. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening striated in the side posterior assessed as surgical damage. Additional, changed, and/or corrected data.

Event description:
Patient called to report bilateral "sore to touch", left side "deflation. The device has been explanted.